Manufacturer narrative:
Additional information received indicates that the patient was anemic during his admission and received five units of packed cells between (B)(6) 2016. The patient is also reported to have received a further ten units of packed cells on (B)(6) 2016. The patient was discharged to a rehabilitation facility on (B)(6) 2016. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent surgery and the use of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: pump/(B)(4); cat#: 1103; exp. Date: 06/30/2018; mfg. Date: 06/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks that can include bleeding or anemia. Bleeding and avms are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed melena, epistaxis and bleeding from her surgical sites nine days after undergoing biventricular hvad implantation. An endoscopic gastro-duodenoscopy (egd) on (B)(6) 2016 revealed duodenal arterio-venous malformations (avm); while an egd on (B)(6) 2016 revealed jejunal avms.&#2068;he patient's aspirin and coumadin were held and the avms cauterized.&#2049;s of the last report, the patient remains hospitalized.